Event description:
The patient¿s pump worked well for a year. The patient went in for a refill in (B)(6) 2014. The pup had the same amount of medicine in it as it did when it was refilled back in january 2014. Their healthcare provider (hcp) requested that the patient return in a month to check the pump again. When the patient returned on (B)(6) 2014, the pump still had the same amount of drug in it. It was either dispensing no medication or it was dispensing very little. The pump battery was showing as ¿ok¿, but it was not pumping out any morphine. The current drug in the pump was morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l75109, implanted: (B)(6) 2000, product type: catheter. (B)(4).